Event description:
During an in- clinic follow up, decreased sensing resulting in under-sensing was observed on the right atrial (ra) lead. X- ray imaging was performed; no anomalies were noted. The ra lead was explanted and replaced to resolve this event. The patient was stable.